Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not perform fluoroscopy x-ray. The field engineer noted that the system would intermittently lock up. There is no report of injury or death associated with the event described in this complaint.